Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room and eventually got hospitalized due to hyperglycemia on (B)(6) 2026, with high blood glucose levels remaining elevated for more than four hours. The patients blood glucose level was more than 600 mg/dl at the time of admission and patient tested positive for ketones.due to high blood glucose level patient experienced increased thirst. During hospitalization the patient was treated with intravenous drip. No further information is available.